Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a piece missing from their reservoir chamber. The customer noticed the damage after being released from the hospital. Customer reported being hospitalized for congestive heart failure. The customer stated their hospitalization was not diabetes related or insulin pump related. Customer's blood glucose was 179 mg/dl. The customer stated they may have bumped their insulin pump, causing the damage. It was also found the customer's reservoir fell out of their insulin pump while they were connected to the insulin pump. No additional information provided.